Manufacturer narrative:
The insulin pump arrow buttons did not respond due to corroded keypad traces. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump was unable to test for the download anomaly due to the keypad not functioning.

Event description:
Customer called in to report that he had low blood glucose of 63 mg/dl due to he was having keypad issues with his insulin pump. Customer stated that the buttons were sticking and not responding. Customer stated that he went to the doctor and they were not able to download the data due to buttons sticking. Troubleshooting was performed per specifications. Advised that the insulin pump will need to be replaced, to discontinue use of it and revert to a back-up plan her doctor instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.